Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result on a 75 year old male patient presented with weakness, lethargic, & coughing. There was no additional patient information available at the time of this report. Method:I-stat, date: (B)(6) 2023 09:39, collected: 9:39, tested: 49.0, hct(pvc):16.7, hb(g/dl): a, sample: a; method: lab, date: (B)(6) 2023 09:39, collected: 09:39, tested: 26.4, hct(pvc): unk, hb(g/dl): 7.8 g/dl, sample: a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-jan-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.